Event description:
On (B) (6) 2010, the pt underwent an endovascular procedure with two gore excluder aaa endoprostheses in treatment of an infrarenal aortic aneurysm. A proximal type I endoleak was observed and resolved with additional ballooning. The pt tolerated the procedure. On (B) (6) 2010, the pt presented with back pain. On (B) (6) 2010, computed tomography showed a proximal type I endoleak. On (B) (6) 2010, the pt underwent a reintervention where a gore excluder aaa endoprosthesis aortic extender component was implanted and resolved the proximal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.